Manufacturer narrative:
This report is submitted on june 05, 2019.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, subsequently the patient underwent revision surgery on (B)(6) 2019 to re-position the device.